Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 87 mg/dl and 364 mg/dl within 10 minutes. All tests were performed on the finger. The results whtn plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.t here was no report of death, serious injury or mistreatment associated with this event.